Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 586mg/dl, with vomiting, associated with an alleged inaccurate delivery issue. Reportedly, the patient resumed with the same pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the basal delivery totals in total daily dose did not match the active basal program total. The basal history matched the active basal program settings. The reporter stated, ¿the pump was not working properly to adjust to the high blood glucose readings, and updated the basal rates¿. During troubleshooting, it was found the infusion set and cartridges were not being stored per the instructions for use, and the pump was not being primed enough during a site/set/cart change. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06-feb-2018 with the following findings: a review of the black box showed unexplained loss of primes followed by manual suspends. A replace cartridge alarm was recorded and deliveries were resumed. The pump was run for 24 hours at a 2 unit per hour basal rate and at the end of testing the basal history correctly showed two units and the total daily dose showed 48 units. The basal total daily doses added up correctly and was delivering accurately and within range. The history settings issue was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.